Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing. The severed portion of the driveline, the sealed outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a thin thrombus ring situated on the inlet bearing ball and inlet section of the rotor. The ring appeared to be in the early stages of laminated layering, which is an indication that it acutely developed over an undetermined time while the pump was operating. Flat, non-laminated thrombus formations were present on the body of the rotor, a large one in between two of the rotor blades and a smaller one situated on the outlet cone section of the rotor. The depositions were not adhered to the rotor, but areas of the larger deposition were hard and denatured, indicating that it was present while the pump was operating. Origins of the depositions could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Upon review of the complaint file, it was noted that a user facility medwatch report was received after the follow-up medwatch submission. Additional information: (B)(4).

Event description:
A user facility medwatch was received that states: title: xxxxx. Event desc: we observed lvad pump thrombus. The resulting treatment was open heart surgery for pump replacement. What was the original intended procedure? Lvad for heart failure.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months and 11 days. The device was returned for evaluation. Evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent an emergent pump exchange on (B)(6) 2016 due to suspected device thrombosis. Only the pump and the inflow conduit were exchanged; the outflow graft was not replaced. No additional information was provided.